Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent detachment occurred. A 12 x 3.50 promus premier¿ stent was selected to treat the lesion. However when the protecting cap was tried to be removed, the stent shifted and dislodged. The device was not used and the procedure was completed with a 3.5x13mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and pulled in a distal direction over the tip. The maximum crimped stent profile measurement at the time of manufacture was within specification. A stent protector was returned with the device, the stent protector was measured and is within specification. The tip was visually and microscopically examined and no damage was noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent detachment occurred. A 12 x 3.50 promus premier¿ stent was selected to treat the lesion. However when the protecting cap was tried to be removed, the stent shifted and dislodged. The device was not used and the procedure was completed with a 3.5x13mm non-bsc stent. No patient complications were reported.